Manufacturer narrative:
A complainant reported that the distal end of a 4.75mm tap broke during surgery. The instrument was no longer needed for surgery after the deficiency was identified. There were no reported patient complications. A visual assessment of the instrument confirmed the reported complaint. The distal tip of all three tap flutes were broken from the instrument. The instrument is intended to measure 9.75" in length, the returned tap measured 9.71" in length. A functionality assessment could not be performed due to the damage to the distal end of the tap. A DHR review was performed for the instrument and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory on (B)(6) 2014. The root cause of the tap breaking could not be reliably determined. It may be possible that the distal tip of the tap was broken due to very dense patient bone.

Event description:
A complainant reported that the distal end of a 4.75mm tap broke during surgery. The instrument was no longer needed for surgery after the deficiency was identified. There were no reported patient complications.